Event description:
After releasing approx. 5mm of the stent, no further release was possible. It was tried to further release the stent with the secondary release mechanism, but it did not function either. Therefore the whole device was retrieved.

Manufacturer narrative:
The technical investigation of the returned stent delivery system revealed that the stent is partially released. The outer shaft has been retracted about 18 mm and buckled and necked in the stent area atseveral locations. The stent was found to be intact; the proximal stentmarkers are slightly deformed. The inner shaft was found severely deformed approximately 3 mm distal to the metal tube where the knife is mounted on. The secondary release mechanism was still in position andthe partially released stent could be released during analysis. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-processand final inspections. Based on the conducted investigations, no material or manufacturing related root cause could be identified. The final root cause for the reported event could not be determined.